Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the cartridge chemistry (cc) sample syringe of the unicel dxc 800 synchron system. Customer reported that the syringe was loose from the top. Customer reported that the leaking stopped as soon as the syringe was tightened. Customer reported that they suspected the fluid that leaked was de-ionized water. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cc sample syringe t-valve was leaking. The fse replaced the valve and tested quality control. The fse verified the repair was performed per established procedures. The fse also performed preventive maintenance.